Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level were 543 mg/dl, over 600 mg/dl. The customer was treated with bolus and manual injections. The customer was tired and had nausea. The customer was assisted with troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they had a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer declined to test the insulin pump. The customer¿s last blood glucose after troubleshooting was completed was 591 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).